Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
Surgeon implanted three extension arms in combination with a 16-hole broad 5.0mm waisted compression plate. A periprosthetic femoral shaft non-union occurred around a stryker t2 recon nail.